Event description:
Following a "bad" fall, the pt had very little stimulation at the highest amplitude on her left side. The pt programmer and recharger were reported to be working well. Additional info has been requested, a follow-up report will be sent if additional info becomes available.